Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -6.5/+1.5/100 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was the lens was explanted due to lens rotation. The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation:lens returned in liquid in lens case/vial. Visual inspection found optic split and haptic torn. Claim# (B)(4).